Event description:
(B)(4).

Manufacturer narrative:
Resmed made multiple attempts to get the device back from the pt. To date, the pt has not responded to resmed's follow-up communications. The device has not yet been returned; therefore, resmed is unable to confirm the alleged malfunction at this time. There was no pt injury reported for this incident.